Event description:
The user facility reported that an employee stuck her head and shoulders inside the chamber when attempting to remove an instrument pack from the sterilizer and inadvertently stepped on the power door pedal which engaged the sterilizer door to close. The sterilizer door came into contact with the left side of the employee's neck, causing a burn. The employee went to employee health where thermazine burn cream was prescribed and then returned to work.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the equipment was operating properly; the power door closing force was within specification. The sterilizer has remained in service with no further issues. The user facility reported that the employee was aware that the chamber shelves are to be pulled out to retrieve instrument packs and that the door could have been stopped by her hand. The operator manual states (pp. 4-7): "sterilizer racks/shelves, and loading car will be hot after cycle is run." The manual further states (pp. 3-14):" warning - personal injury hazard: when closing the chamber door keep hands and arms out of the door opening and ensure opening is clear of any obstructions." Steris offered in-service training on the proper use and operation of the sterilizer however the user facility declined.